Manufacturer narrative:
Based on the details of the complaint the v12 tore when it was threaded onto the guide wire. Multiple questions regarding the complaint were asked but did not aid in the investigation. The returned device was evaluated. The product was very clean and was clear that it had not made body contact or been passed through the septal valve of an introducer sheath. The balloon of the catheter had become completely separated from the catheter shaft at the location of the proximal balloon weld. The catheter shaft and weld had been elongated or necked down to a smaller diameter at the weld location due to the force imparted prior to the balloon separating from the shaft. The stent was still crimped onto the folded balloon and showed no signs, damage, or bodily fluids. The details indicate that this occurred while threading the catheter over the guidewire. This action of threading the catheter over the guidewire takes place while the guidewire is already in place and the wire extended beyond the lesion to be treated. This requires the catheter to be pushed over the wire through the septal valve of the introducer sheath and positioned at the target site. As there is no tensile loading during this process it is unclear how a tensile loading of the catheter was conducted. It is possible that the catheter was stuck while advancing the catheter over the wire and upon withdrawing the catheter the weld broke. To determine if there was an issue within the guidewire lumen of the catheter a 0.035" cordis emerald guidewire was advanced through the guidewire port of the manifold down to the break point of the proximal weld. The wire passed without issue. The separated section of the balloon with the stent still crimped in place was then advanced into the guidewire lumen. In both instances, the wire could be advanced without issue indicating that the guidewire lumen was fully patent. For the stent and catheter shaft to have been unstained by any bodily fluid indicates that this separation occurred outside the patient. It is important to note that the guidewire used in the case as provided in an image by the complainant was not returned. This guidewire used was a boston scientific 0.035 super stiff guidewire. This guidewire is created by winding a coil wire over a long tapered core wire that the coil wire is wrapped around. If the wire coil jumps during the process of manufacturing this wire creates a larger diameter at the location of the jumped wire. Without the guidewire used in the case, this cannot be confirmed. For the catheter shaft to break at the proximal balloon weld a large amount of force would have had to been applied. During the process of manufacturing and lot qualification performance testing a sampling of finished catheters are tested to ensure the integrity of the device. This includes the tensile break force of the proximal balloon weld. The minimum tensile force recorded of thirteen samples tested was 26.6 newtons (n). The specification for the proximal weld tensile strength minimum is 15 n as specified within part specification. Based on the details of the complaint provided, the investigation and review of the device history records the complaint cannot be confirmed. The guidewire was able to be passed through the device without issue and would not have created a tensile loading during advancement. As the device did not enter the sheath and there were no signs of bodily fluids, it is possible that the covered stent was mistaken for a stent protector and was pulled hard enough to separate the balloon from the shaft. The product has met all quality and performance requirements.

Event description:
N/a.

Manufacturer narrative:
The follow-up will be submitted upon completion of the investigation.

Event description:
It was reported that the v12 tore when it was threaded onto the guide wire.